Event description:
It was reported that the device did not work. The test showed error #293 (high co rate of change). No patient consequences were reported.

Manufacturer narrative:
The hand piece was returned with a loose mount. It was tested on a generator and no error code was noted. However, a hissing sound was noted. The hand piece was dissembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information in trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.